Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test and displayed a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's reports were observed and attributed to a burnt resistor on the analog board. The analog board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.